Manufacturer narrative:
(B)(4) the olh device was not returned for evaluation, but a device history review was obtained for lot number p1350b. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported that on (B)(6) 2021 a (B)(6) year-old female patient underwent a maze procedure with left atrial appendage management. While routing the clamp with guide, the surgeon encountered difficulty with inserting the fixed jaw of the clamp into the oblique sinus. While attempting to complete access, surgeon noted a hole in the right atrium near the inferior cavoatrial junction. Surgeon completed routing clamp and ablation procedure. Surgeon then removed clamp and resolved bleeding with a stitch. Surgeon completed remaining maze procedure without incident. Patient was in normal sinus rhythm post-op. There was no reported device malfunction, and the adverse event was the result of a procedural complication.